Event description:
Health professional reported the removal of a lap-band due to an alleged "pouch dilation." Health professional has declined to provide any additional info at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Pouch dilation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."